Event description:
During an incident in 2003 involing a male pt suffering from chest pains, this defibrilator which was attached with monitor pads would only prompt "check e ectrodes", even after powering off and on, attaching new pads and checking connections. Also some artifact resulted when the cable was moved. The pt was delivered to a hosp. When tested later on a crew member, the unit still prompted "check electrodes".